Manufacturer narrative:
The customer stated that the qcs were within the specified ranges. The investigation determined a general reagent problem was not present. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
In mfg report no 1823260-2023-03563-01, the second line of b5 describe event or problem should have been: "the initial result with the plasma sample in a heparin tube was 0.100 ui/l with a data flag.". Instead of: "the initial result with the plasma sample in a heparin tube was <0.1 ui/l.". Medwatch field "d4 lot no" was updated. The investigation reviewed the calibration performed on 12-oct-2023; the calibration signals were within expectations the investigation reviewed the qc data; the qc data in graphical form from 12-oct to 20-oct-2023 on two analyzers were well within the assigned ranges.

Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas 6000 e601 module. The initial result with the plasma sample in a heparin tube was <0.1 ui/l. The repeat result with the plasma sample in a cup was 101 ui/l. This result agrees with the clinical context of follow-up for decrease following a pregnancy termination.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The investigation is ongoing.